Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (1) 0.5ml bd insulin syringe in an opened polybag from lot# 0338914. The returned sample was examined, and it was observed that the cannula was broken. Microscopic examination of this syringe revealed characteristics such as residual bends on the hub-end of the fractured cannula, and ovality (deformation from the normally circular cross section) ¿ removal of the epoxy made this evident. When viewed together these are all indicators of bending/re-straightening mode of failure. See pr# (B)(4) for an investigation performed on this sample regarding a ¿scale marking missing¿ issue. A review of the device history record was completed for batch# 0338914. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue is user related. User error while handling the syringe would lead to a broken cannula. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd ultra-fine¿ needle had broken off of the bd veo¿ insulin syringe. The following information was provided by the initial reporter: "during investigation of the returned sample an additional issue, "cannula broken", was observed."